Event description:
While troubleshooting a leak the filed service engineer (fse) found the needle of the coulter hmx analyzer with autoloader was not aspirating properly. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/8/2015. The fse found that solenoid sol25 was contaminated with residue and was not actuating properly. The fse cleaned and reattached solenoid sol25, which repaired aspiration at the probe. The repairs were verified per established procedures. (B)(4).